Event description:
It was reported that the patient had experienced a syncopal episode and came in for a pacemaker check. During the device check the programming head was placed over the pocket and manipulation of the pacemaker pocket revealed that there were missing ventricular pace (vp) markers in particular. It was also reported that after reviewing with the physician the missing marker channels were determined to be from an unstable telemetry link to the pacemaker (the programmer header was temporarily out of range of the pacemaker). The pacemaker was functioning normally. There was no medical intervention in response to the syncopal event and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.